Event description:
User facility reported that the physician used two disposable devices in an attempted novasure endometrial ablation. Following an unsuccessful cavity integrity assessment (cia) test, the procedure was abandoned and a post hysteroscopy was done. "A visual inspection of the cavity did not reveal a compromise of the cavity"; however, there was a deficit of saline during the hysteroscopy. Because of this, the pt was admitted to the hospital for overnight observation. During f/u in 2009, it was reported no tests were done, and no treatment was needed during the overnight hospitalization, and the pt was discharged the next day. Additionally, it was reported that the pt has been seen on f/u and she is doing fine. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this potential perforation may have occurred or what instrument may have been the cause.

Manufacturer narrative:
Eval - device history record (DHR) reviews were conducted for the disposable devices. No abnormalities were found related to the reported info. These devices passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.